Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave catheter was selected for use. During preparation of a pulmonary vein isolation procedure, after connecting the catheter to the continuous flushing port, continuous saline leakage was observed from the catheter handle. The irrigation giving set was disconnected and reconnected to confirm proper attachment, but the leakage persisted. Consequently, the catheter was replaced. The procedure was completed without any patient complications.